Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated on the night of (B)(6) 2018, the cgm was showing her blood sugar was 400 mg/dl, so she dosed 12 units of insulin and it took her blood sugar down to the 200¿s range. In the morning at about 8:30am, the cgm was displaying 126 mg/dl and the patient went to mcdonald¿s to have her breakfast so she can take her morning medication. The next thing the patient remembered was being in a bed in the hospital and the hospital informed the patient her blood sugar was 19 mg/dl at the time of event and was treated with an IV of glucose. Later in time, they checked her blood sugar and it was 367 mg/dl compared to the cgm that was showing 105 mg/dl and was given insulin. At the time of call, the patient was still in the hospital in stable. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. No additional event or patient information is available.